Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200115 - file-2019-03648 - analysis_and_closure_report_resp-2019-01684.pdf].

Event description:
Reportedly, the programming head fell on the ground. It is cracked and the telemetry does not work. The leds switch on, but upon interrogation, the green leds switch off and an error message is displayed on the programmer screen.

Manufacturer narrative:
Preliminary analysis confirmed damage on the returned programming head, which most probably occurred when the programming head fell on the ground.

Event description:
Reportedly, the programming head fell on the ground. It is cracked and the telemetry does not work. The leds switch on, but upon interrogation, the green leds switch off and an error message is displayed on the programmer screen.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the programming head fell on the ground. It is cracked and the telemetry does not work. The leds switch on, but upon interrogation, the green leds switch off and an error message is displayed on the programmer screen.